Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H6 patient code: no code available (3191) used to capture the bone injury and surgical intervention.

Event description:
Ppf alleges multiple dislocation. After review of medical records, patient was revised to address right hip status post total hip arthroplasty with recurrent dislocation. Revision note reported the musculature around the hip appeared to be basically brown and necrotic, but not infected or gangrenous, dislocated multiple times, abductor mechanism of the greater trochanter has been avulsed, the bone was stripped all the way down around the lesser trochanter, consisted with complete avulsion of the iliopsoas and all soft tissue had eroded off. It was also mention that there was no evidence of infection, metallosis, any purulence or gross loosening of the components and no signs of any gangrenous or gas type tissues.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Patient code: no code available (3191) used to capture (medical device removal).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Litigation alleged necrotic tissue around right hip and evidence of multiple dislocation, pain, injury, emotional distress, disability, disfigurement. X-rays revealed fluid buildup in the right thigh muscle.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated form received. It was reported that the patient experience multiple dislocations. Doi: (B)(6) 2013 : dor: not revised (right hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.